Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired after the use of the product. This is one event (death) for the same pt involving three separate products.

Manufacturer narrative:
This is one event (death) for the same pt involving three separate products.